Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced pain at ipg site 2 weeks post implant. Patient described the pain as a burning sensation. There was no temperature change with the skin and the site looked well healed. In turn, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that the patient under surgical intervention on (B)(6) 2019 to address the issue reported under MFR report: 1627487-2019-08712, 1627487-2019-08713. 1627487-2019-08714, 1627487-2019-08715. Reportedly, no intervention was undertaken regarding the ipg site. Patient stated that patient was no longer having pain at the ipg site.